Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, the stapler handle jammed when fired. The surgeon was not able to press the green button and the handle was not squeezed. The device did not fire. Surgeon replaced the handle to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, in the beginning, firing was okay but after the first line staples, the stapler handle jammed. The surgeon was not able to press the green button and the handle was not squeezed. Surgeon replaced the handle to complete the case. No patient injury.